Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was implanted during the implant procedure, there were no recaptures, no post-dilation balloon, and the valve was implanted at a depth of 3mm on both the non-coronary cusp and left coronary portions of the annulus. On (B)(6) 2024, the patient presented to the hospital with severe chest pain. After tests and evaluation, it was determined that the patient had an aortic rupture. Limited echo was performed and a small dissection or rupture around the 1/3 of the navitor stent frame was confirmed; there was a clot between the layers of the aorta. It is unknown if the navitor valve caused the dissection/rupture. The patient underwent a bentall procedure and the navitor valve was explanted. An unknown replacement device was used. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of angina, embolism, and vascular dissection was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, there were no recaptures, no post-dilation balloon, and the valve was implanted at a depth of 3mm on both the non-coronary cusp and left coronary portions of the annulus. Several months later, the patient returned to the hospital with chest pain. It was determined that the patient had an aortic rupture. The patient underwent a bentall procedure and the navitor valve was explanted. Based on the information received, the cause of the reported angina, embolism, and vascular dissection could not be conclusively determined. The reported hospitalization and surgical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.